Event description:
It was reported that a patient experienced bleeding from the groin site. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, the faradrive steerable sheath (clear) - us was selected for use. The patient reported experiencing bleeding at the groin access site from (B)(6) 2025, which led them to voluntarily discontinue the anticoagulant medication eliquis during that period. The patient restarted eliquis on (B)(6) 2025 after the bleeding resolved. The event was reported as resolved on (B)(6) 2025. The device is not expected to return as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.